Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot# va0srpx, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a poor communication screen on the patient programmer. The patient programmer was working fine before (B)(6) 2015. The patient was recently implanted or had/revision surgery on (B)(6) 2015. There was also quite a bit of swelling. The symptoms reported were swelling at the implantable neurostimulator (ins) site and shocking. The swelling was on (B)(6) 2015. She was getting shocking from (B)(6) 2015. This was resolved by decreasing stim on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.